Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Before case, it was noticed that the depth gauge tip was bent. No delay.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device revealed a bent condition contributing to the reported crack. The investigation attributed the root cause of the damage to unintended user error and he need for corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: corrected: h3